Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a total of five proglide devices relative to an aortic endoprosthesis procedure. Reportedly, when the plunger of three of the proglide devices was removed, the wires [suture] was not present, cuff misses occurred. Two other proglide device were used successfully. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a total of five proglide devices relative to an aortic endoprosthesis procedure. Reportedly, when the plunger of three of the proglide devices was removed, the wires [suture] was not present, cuff misses occurred. Two other proglide device were used successfully. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following information was received: this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 6f sheath hole prior to an aortic endoprosthesis procedure. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 18f and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿the wires were not present when the plunger was removed¿ was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.